Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly, the cause was unknown; however, contact alleged that the pump delivered bolus requests without user input. Additionally, the pump date was inaccurate. Gummies were consumed to treat the low bg level, and bg level increased to 156 mg/dl. Review of the pump data logs by tandem technical support verified that during each bolus request, the pump screen was unlocked by the customer, and the bolus screen was accessed and entries were made which included manual overrides of the insulin amount to be delivered. The information was relayed to the contact; however, the contact maintained that the bolus requests had not been entered by the customer. After additional education regarding the bolus feature, the contact acknowledged that after paying more attention to bolus input after the reported event, no additional override boluses had occurred.